Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No excessive "no delivery" error alarm or motor error alarm occurred during testing. The unit had minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had dropped to 20 mg/dl a few months prior to the call. She was not using the pump due to it having a scratch, and she treated the low with a sandwich, pudding, and a few other foods. An hour or two later her blood glucose had gone up to 600 mg/dl, which she treated with manual insulin injections. Additionally, the customer stated that her pump alarmed with a motor error. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal and undamaged and the pump was able to be rewound. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.